Manufacturer narrative:
During testing at the service center the device touchscreen did not respond when pressed. This was due to fluid ingress. Contamination on touch screen caused by fluid ingress can alter the characteristics of the touch screen. The probable cause of ingress may be due to use of the device in the customer environment. The customer's reported cassette eject lever alarm was confirmed and was due to the cassette being manually ejected from a channel. The reported broken rear bezel and connectology was also confirmed. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact of error channel b cassette eject lever, damaged rear bezel and broken connectology. These are not reportable malfunctions. However, during verification testing at the service center, it was noted that the device touchscreen did not respond when pressed.